Event description:
Additional information was received. It was reported the healthcare provider tried to revise the leads on (B)(6) 2020. They were able to adjust one but they could not get the second lead placed in the desired area. One lead was left in epidural space. The other lead was discarded. The healthcare provider believed that the lead would not go where they needed it due to undetermined anatomical issues possibly scar tissue. Patient will be referred to surgeon for paddle placement.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type lead product ID 977a260 serial# (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturing representative (rep) that there was a lead migration. The patient reports fall but it is unknown how many times or exact dates. X-rays were taken and the patient was reprogrammed. Impedances are within normal range. Unable to get coverage for patient due to leads moving after patient fall. Patient will have surgery friday the (B)(6) 2020 for a lead revision. The issue is not yet resolved.